Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication failed to restock through interface. The technical support specialist (tss) dialed into the care fusion coordination engine, identified a bogus pocket with maximum value of 20 and current value was 20. Tss then wiped the pocket inventory and shared the count inventory message from the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user indicated that medications were not being properly restocked through the interface. A refill was requested today for the first time when the quantity reached zero. The par level was set at 20/10 for medication ID (B)(6), iron sucrose 20 mg/1 ml (10 ml) vial. The customer believed that there may be a ghost par present on the interface between pyxis and swiss log. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.